Event description:
The customer tested his blood glucose and received a reading of 82 mg/dl from his breeze2 meter and a reading of 26 mg/dl using his contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer service was not able to troubleshoot since the customer disconnected the call. No product will be returned.